Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 375cc saline mentor smooth round moderate profile breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal and replacement with unspecified mentor saline breast implants on (B)(6) 2020.

Manufacturer narrative:
Additional information: on january 20, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also became aware of the lot number of the impacted device. As a result, the relevant fields in this report have been updated to reflect the impacted device attributes (lot number, manufacturing date, expiration date and device returned to manufacturer date). On february 11, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had an area of separated material on the anterior view, measuring approximately 3.5 cm x 2.4 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.9 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).